Manufacturer narrative:
There was no patient involvement. The heater-cooler 16-02-80 is not distributed in the USA, but it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k052601). Livanova (B)(4) manufactures the heater-cooler system 3t. The incident occurred in (B)(6). The livanova field service representative in charge tried to cool down the patient tank by setting the temperature to 5°c. The compressor only started briefly and then shutted down. Also a bubbling noise could be heard from the patient tank pointing to a refrigerant leak from the evaporator. The device will be scrapped by the customer.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t was not cooling down the patient side. The issue was identified during a service activity. There was no patient involvement.